Event description:
It was reported that during a routine device change out for elective replacment indicator (eri), the device header was noted to be loose. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. It was noted that the connector was damaged. There were no further anomalies found. It was visually noted that there were tool marks covering the connector. The shield that attached the connector indicated that there was damage done at explant.